Manufacturer narrative:
(B)(4). Batch # n55a2h. Additional information was requested and the following was obtained: what caused the oozing ? Staple lines not formed properly. What caused the stapleline to spurt? Don¿t know. Were the staples malformed in the staple line? No. Were there missing staples in the staple line? No. How much bleeding occurred? 200ml¿s. Did the patient receive a blood transfusion? No. What is the patients current condition? Patient is fine. The following information was requested, but unavailable: we are seeking further clarification based on the responses that were received to the follow-up questions we sent. The following questions and answers were received: what caused the oozing? Staple lines not formed properly. What caused the stapleline to spurt? Don¿t know. Were the staples malformed in the staple line? No. Were there missing staples in the staple line? No. How much bleeding occurred? 200ml¿s. Did the patient receive a blood transfusion? No. What is the patient¿s current condition? Patient is fine. Just for clarification, were there any malformed/unformed staples on the oozing staple line (first misfire)? Were there any malformed/unformed staples on the spurting staple line (second misfire)? The analysis found that one pve35a device was returned in good visual conditions and with no cartridge reload present. Upon further inspection, the spring firing trigger was noted to be loose and out of its intended position. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the spring firing trigger became out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the gun misfired twice. The first time lead to oozing blood that took an hour to get under control with hemostats and the second time was spurting so a clip needed to be used. The same gun was used both times.

Manufacturer narrative:
(B)(4). Additional information requested and received. Just for clarification, were there any malformed/unformed staples on the oozing staple line (first misfire)? Yes there was. Were there any malformed/unformed staples on the spurting staple line (second misfire)? Yes there was.